Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump power had increased. Pump thrombus was suspected and the patient was given a heparin infusion. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. Although the reported power elevations were confirmed through evaluation of the submitted log files, a specific cause could not be conclusively determined through this evaluation. The report of pump thrombus could not be confirmed through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.